Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient had to cath one more time on (B)(6) 2017 which was unusual and they had a lot of tea and other stuff to drink. During the call, patient was changed from the left to the right lead and was feeling stimulation. Patient was advised to connect with their healthcare provider (hcp) if the cathing becomes more and more. On (B)(6) 2017, patient reported, "cannot provide desired settings" error message. Stimulation was decreased to 0.0v and the rep had the patient slowly increase stimulation. They started feeling it at 3.4v slightly and comfortably felt it at 4.9v. The evaluation was rated a 3 and the patient isn't happy with no improvement. The event was stamped sales attention needed and the issue wasn't resolved at the time of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient¿s reason for implant was retention prolapse and they had a history of ¿bulge¿. It was reported that the patient was already requiring catheterization, and the extra catheterization was not caused by their device or therapy. It was reported that the patient was catheterizing at least 5 times a day and had chronic urinary tract infections for almost 2 years before the report. No further complications were reported.